Manufacturer narrative:
Correction - please refer h6 health impact code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received asnis micro, cannulated screwdriver shows signs of usage as evidenced by scratch marks on the device surface. The tip of screwdriver found broken. Microscopic view of the tip shows that the broken surface is smooth without any irregularities which indicate towards a sudden brittle failure, most probably as a result of excessive bending and/or torsional load during usage. The outer and inner diameter of the screwdriver was verified and found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue as the breakage surface shows signs of brittle failure due to mechanical overload. If more information is provided, the case will be reassessed.

Event description:
During primary surgery the tip of screw driver broken off and debris were missing. It has been confirmed that no debris were remain in patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During primary surgery the tip of screwdriver broken off and debris were missing. It has been confirmed that no debris were remain in patient.